Event description:
It was reported that the device was used during a lower anterior resection procedure. It was reported that the device "locked up". The surgeon started to fire, then hesitated, and the device locked up. There was no consequence to the pt.